Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, a ventricular spike on the ECG during ventricular extrasystole was observed. The electrical parameters of the lead were normal. The device was reprogrammed. Patient condition after the event was good.